Event description:
It was reported the teflon coating was flaking off the tonsil tip. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. This plasmablade used in the reported complaint was not returned for analysis. End of report.